Event description:
It was reported by a company representative (B)(6) 2016 that a physician's programmer was having intermittent communication issues. The issue resolved when the usb serial data cable was switched. The tablet was not plugged into the wall during use and was charged. The old cable was attempted to be used again after replacement with the new one, but the issues were still present. The cable was cut and discarded. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.